Event description:
Additional information was recently received that the syncopal episode in this event was determined to not be device related, but instead due to the sudden problem in the right ear related to hearing. No additional adverse patient effects or allegations against the device were reported, and no remedial action has been taken on the device since this event.

Event description:
Boston scientific received information that this patient experienced syncope. It was also noted this patient has kidney disease, and difficulty hearing in right ear. It was unknown whether the device contributed to this patient's syncopal episode. Medical exams and therapy were performed on the patient. There were no additional adverse patient effects reported.

Manufacturer narrative:
This pacemaker remains in service. At this time there is no additional information. Should additional information become available this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.